Manufacturer narrative:
A ge service rep performed an onsite investigation. The generator batteries were replaced. The system was then found to be operating as intended.

Event description:
The customer reported the system shut down without command and then displayed a pre-charge error code. No report of pt injury.